Event description:
In 2009, the pt reported experiencing elevated blood glucose of 300-400 mg/dl due to slow delivery of the infusion device. Elevated blood glucose also occurs while the pt is disconnected from the infusion device during insulin cartridge changes. She stated that she first notices slow insulin delivery last year while trying to prime the infusion tubing. She stated that she had to prime the infusion tubing 2-3 times before insulin would emerge. She stated that she experiences elevated blood glucose after bolusing through the infusion device and her blood glucose returns to normal after delivering a second bolus of the same amount. She stated that her doctor frequently adjusts her basal rates to keep her readings under control. She was told by her doctor that she was going through menopause which might contribute to elevated readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.